Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address a very tight knee with a 15-degree flexion contracture. Also the tibial tray was slightly loose.